Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted tg2810.

Event description:
In 2008, the patient presented with an acute thoracic aortic injury. On the following month, the patient was surgically treated with two gore tag thoracic endoprostheses. The patient tolerated the procedure. Four days later, a follow-up CT scan showed invagination of the proximal end of the distally placed gore tag thoracic endoprosthesis (tg2810). On the next day, the patient had a second surgical procedure where a palmaz stent was placed into the overlap of the two devices to open the device collapse/invagination. The invagination was resolved. The patient tolerated the procedure.